Event description:
On (B)(6) 2009, the pt reported that he spilled some insulin from his infusion set tubing into the cartridge chamber of his infusion device. He stated this occurred a few weeks ago. He said he was not able to "really dry it out" but he continued to use his device without incident. The pt did not report blood glucose concern related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.